Event description:
Customer reported that device was experiencing a malfunction where the charge did not last as long. There was no adverse impact to the customer's blood glucose level. Customer declined technical support services, and no further information or corrective actions were obtained.